Event description:
It was reported the patient had withdrawal symptoms. The patient also had pain. There was no alleged pump product issue, no action required, and no diagnostic testing or troubleshooting performed or required for the pump. There was a catheter kink in the distal segment. The event required reprogramming. A dye study was done. The product issue was resolved, but the cause was not determined. The patient status at the time at the time of the report was ¿alive- no injury.¿ the system was being used to deliver lioresal baclofen. The patient outcome was not reported. A supplemental report will be submitted if additional information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).